Event description:
Device has been explanted.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified, red particles in the shell, encapsulation. Device analysis performed through photographs, due to the impossibility to perform a further analysis. It is not possible to determine, the cause of the event.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare provider reported rupture, pain, hardening for the left side. Device remains implanted.